Event description:
Patient stated that he "has tenderness laterally where there is a screw protruding from his hardware. Patient states that he has felt this pain and known his screw to be backing out since six months after his surgery." Imaging: x-rays were obtained, which did show history of right intertrochanteric fracture with gamma nail, increased angulation of the fracture site, and protrusion of the screws.

Manufacturer narrative:
The manufacturer did not receive devices x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, once the product will be received, an updated report will be submitted. (B)(4).